Event description:
In 2004, the customer called and reported that a troponin I was initially reported as 0.91. The sample was repeated 2 hours later and result was <0.06. The initial report had to be revised. Tosoh range is 0.31-0.64 ng/ml.